Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter perforation, tilt, and dvt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilt, and dvt. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilt, and deep vein thrombosis (dvt), part of the indication for the filter placement. The patient reported becoming aware of filter tilt approximately five years and ten months post implant. The patient reported middle back pain, lower abdominal pain and spasms in their side related to the filter. According to the medical record the indication for the filter placement was recurrent dvt and pulmonary embolism (pe) while on anticoagulation therapy. The filter was implanted via the right femoral vein. The patient tolerated the procedure well with no immediate complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Back and abdominal pain and spasm do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the indication for filter placement was recurrent deep venous thromboses (dvt) and pulmonary embolism (pe) while on anticoagulation therapy. The filter was implanted via the patient's right femoral vein. The patient tolerated the procedure well. There were no immediate complications. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported events approximately five years and ten months after the index procedure. The patient reported that they also experienced middle back pain, lower abdominal pain and spasms in side.